Event description:
Issues that appeared 6 months to a year after implant. Increased fatigue, sinus issues, weight gain, inflammation, low libido, dry skin/lips, hair loss, memory issues, night sweats, tendinosis (elbow/shoulder), throat clearing/difficulty swallowing.